Event description:
A report was received that a patient's intraocular lens (iol) was removed and replaced 2 months after the initial implant. The cause of the iol explant was the patient's complaint of dysphotopsia.

Manufacturer narrative:
(B)(4). The iol was received and is currently being analyzed at the manufacturing site. The lens met all manufacturing specifications prior to market release. An update to this report will be submitted upon conclusion of the manufacturer's analysis. All information currently available is included in this report.

Manufacturer narrative:
The device was received and measured for diopter. The results were consistent with the labeled diopter of 21.50. All other optical measurements met manufacturing specifications. Manufacturing records were reviewed and showed no deviations. No additional reports were received for lenses manufactured in this lot. These results reasonably suggest this issue is not related to the device. We will continue to monitor and trend all reports. All available information is included in this report.